Event description:
Leaking of set. Leaks occurs when the male luer lock adapter is screwed down tight to the pt's catheter. Connection leaks and pt's blood backs up the catheter extension set. No pt injury has been reported at this time. Samples are available for eval. No additional pt info is available at this time.